Event description:
The customer reported via phone call that she had a blood glucose level of 412 mg/dl that was not being read correctly by the sensor. The customer stated that her current blood glucose level was 266 mg/dl and sensor glucose level was 54 mg/dl. Troubleshooting showed that the customer was using expired sensors. The customer was advised that the sensor would be replaced, but the customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.